Event description:
During a stenting procedure, the cypher stent failed to cross the lesion. While attempting to withdraw the stent delivery system back through the guider the proximal edge of the stent caught on the guiding catheter tip. The proximal stent struts were uplifted. The physician then withdrew the entire system (guider wire and sds) as a unit. There was no injury to the pt. The product has been returned to cordis for analysis, the results of which are pending.